Manufacturer narrative:
The subject device has not yet been returned for evaluation. The root cause of the event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure, the halo cutting forceps failed to cauterize. The cutting forceps were being used in conjunction with the g400 generator. The intended procedure however, were completed using different set of halo cutting forceps. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This supplemental has updates on d4, g4, g7, h2, h4, h6 and h10. DHR review was performed. The package-level (hacf0533 fr864693) and device-level (p6000170-001 fr863780) dhrs for this product have been reviewed. All records indicated that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 187 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The device IFU instructs the user to inspect the device and perform functional testing prior to surgery. Per the IFU, "pre-test the device to verify complete electrical activity and generator setting." If the device does not function as expected, "do not use the device and call gyrus acmi customer service."